Event description:
It was reported that during a ptca treatment procedure, the maverick monorail 15/2.5 mm balloon ruptured at 14 atms on the third inflation. (The number of atms reached on the initial three inflations is unknown.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the apical lad coronary artery. The physician used a terumo introducer sheath for vascular access and a universal guidewire and a rancher guide catheter to cross the lesion. The maverick2 monorail 15/2.5 mm balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.